Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2208-50 serial#: (B)(4), description: st linear lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patients leads migrated outside the epidural space. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that the patients leads migrated outside the epidural space. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.